Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 425 mg/dl, which was treated with a bolus delivery. Customer reported that with a previous sensor, insulin pump was not communicating with transmitter. Customer states that when sensor was removed, it was bent. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. It was found that current sensor was straight, drive support cap was normal, and there were no leaks or air bubbles. Customer reported that sensor was changed every four days. Customer was advised that sensor should be changed every three days. After troubleshooting, it was determined that insulin pump was functioning correctly. Customer was advised to monitor blood glucose and call back should issue persist.